Event description:
A 5.8mmx10cm hemobahn was implanted to span and isolate the aneurysm section of the artery. Angiography following the prosthesis implantation reveals still a short stenosis just distal to the implanted endograft. A 5.8mmx5cm hemobahn was then overlapped into and distal to the first implant. Upon catheter withdrawl following deployment, it was reported anecdotally that the distal olive got stuck on the distal end of the second implant. The operator reported a 3 hrs time-span with which he attempted to remove the catheter through the restricted region. Eventually the catheter shaft broke distally from excessive withdrawl forces. The rest of the catheter was removed and the obstructed area was bypassed using conventional bypass graft surgery. No further follow-up has been reported.